Event description:
It was reported that following strenuous activity a few weeks post implant, the patient received a vibratory alert and presented in the clinic. Upon interrogation of the device, the left ventricular lead exhibited loss of capture. Fluoroscopic imaging revealed the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal lead characteristics.